Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over, which located on eghpcs. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a technical support specialist tss confirmed the patient was admitted and verified the stations area unit admission inactivity settings and communication with the server were all functioning correctly. Further the patient cast query was run and found the visitmerge messages which caused the issue. Then the admissions team readmit the patient the tss later spoke with customer and learned the admissions team had readmitted the patient though orders needed to be reentered. The system functioned as intended after the technical support specialist assessed the device.